Manufacturer narrative:
(B)(4).the evaluation and repair of the device has been completed. The service engineer (se) verified the malfunction and replaced the : graphical user interface (gui) touch frame printed circuit board (pcb).the unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ventilator "new patient" button was inoperable. There was no patient involvement.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.